Event description:
The manufacturer received information that the family of a patient has requested that philips perform comprehensive testing on the trilogy evo ventilator that was in use by the patient at the time of death. The reported event was assessed as reportable due to the allegation of patient death while using the trilogy evo ventilator. Although no device malfunction, use error, or device deficiency has been alleged, the device was in use at the time of the reported death, and the patient's family has requested evaluation of the device. Additional information, including details regarding the clinical circumstances of the event and the reason for the request to evaluate the device, has been requested and is pending. Based on the information currently available, device contribution cannot be conclusively excluded; therefore, the event is being reported out of an abundance of caution while the investigation remains ongoing. The report is submitted in accordance with 21 cfr 803.50. Submission of this report does not represent an admission that the device caused or contributed to the reported death.